Manufacturer narrative:
(B)(4). Final device analysis of the external recharger model 37752 lot # nka142001n showed no anomalies. The complaint could not be verified. No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional.

Event description:
The patient experienced warmth around the pocket during recharging. After recharging for 35 minutes with thin clothing, the neurostimulator site became very hot and red. The patient did not see the "hot thermometer" icon on the external recharger. The redness resolved after one day. On wednesday, after 15 minutes of charging directly on the skin, the patient again developed redness on the neurostimulator site. The external recharger kept blinking on and off. The redness has now disappeared. Additional info was requested.